Event description:
It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was further reported that she has undergone additional surgeries and revisionary procedures, including vaginal cuff revision and laparoscopic lysis of adhesions on (B)(6) 2009, due to pelvic pain and dyspareunia as well as laparoscopic lysis of adhesions and trachelectomy on (B)(6) 2009, due to pelvic pain and infections. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with laparoscopic fulguration endometriosis with left salpingo-oophorectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent laparoscopic lysis of adhesions and diagnostic cystoscopy with hydrodistention due to pelvic and bladder pain on (B)(6) 2011. It was reported that the patient underwent perineosplasty and laparoscopic lysis of adhesion due to pelvic pain and vestibulitis on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic fulguration endometriosis with left salpingo-oophorectomy and hysteroscopy with endometrial ablation.